Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Review of article entitled "management of glenoid bone defects with reverse shoulder arthroplasty¿surgical technique and clinical outcomes" by ashish gupta, et al., published in j shoulder elbow (2017). Reverse shoulder procedures either used depuy delta iii or depuy delta xtend prostheses. There were reported seven different patient complications. This complaint addresses the reported evacuation of hematome. It was not reported at what point this event occurred with respect to original implantation date. Additional follow-up with the authors has been initiated.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.